Event description:
It was reported that during a da vinci s gynecological procedure, while the surgeon was dissecting tissue using the monopolar curved scissors (mcs) instrument with a mcs tip cover accessory installed, arcing to adjacent tissue being removed occurred. The mcs instrument was removed and a replacement tip cover was installed on the mcs instrument to complete the planned surgical procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory and monopolar curved scissors instrument have not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. On (B)(4), intuitive surgical contacted rn (B)(6) at (B)(6) health system and she indicated that the tip cover accessory was discarded and that she was unable to provide any additional information concerning the reported event. On (B)(4), 2012 intuitive surgical contacted surgical technician, (B)(6) at (B)(6) health system and he indicated that he was present during the surgical procedure and that arcing to adjacent tissue did not require any intervention or repair as the affected tissue was being removed. Per (B)(6), there was no patient harm, adverse outcome or injury and to the best of his knowledge the patient has not experienced any post operative complications.

Manufacturer narrative:
Initial MDR was inadvertently sent with incorrect information: type of reportable event.